Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent noise and oversensing. It was also reported that both the rv lead and ra lead had discoloured and distorted insulation. It was also reported that the insulation of the ra lead was broken and had ingrowth of fibrous and calcified tissue. The rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5092-52 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.